Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 65 indicating the audio alarm was not audible, and the user restarted the device which then functioned; a replacement device and education on setup were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an unspecified impact not captured by a defined regulatory term. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.